Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm within 20 seconds at first inflation. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.